Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the subject pacemaker reached the recommended replacement time. The penultimate follow-up dated (B)(6) 2016 showed a battery impedance of 3.79kohm with a remaining longevity of 30 months. The device was explanted and will be returned.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the subject pacemaker reached the recommended replacement time. The penultimate follow-up dated (B)(6) 2016 showed a battery impedance of 3.79kohm with a remaining longevity of 30 months. The device was explanted and will be returned.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2017, the subject pacemaker reached the recommended replacement time. The penultimate follow-up dated (B)(6) 2016 showed a battery impedance of 3.79kohm with a remaining longevity of 30 months. The device was explanted and will be returned.